Manufacturer narrative:
.

Event description:
It was reported that the right ventricle lead exhibited capture anomalies. The lead was capped and replaced.

Event description:
On (B)(6) 2014 it was noted that the lead exhibited oversensing of noise causing pacing inhibition.